Event description:
It was reported that the sagittal saw attachment was overheating overheating during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
During evaluation of the device, the customer's complaint was confirmed. Upon disassembly for visual examination, corrosion damge was noted and the bearings wer shattered.